Event description:
It was reported that a minimum fill notification occurred after the user filled the cartridge with 300 units of insulin during the load sequence. Customer changed cartridge 3 times attempting to resolve issue. Customer is using off label insulin, tandem technical support educated customer that using lyumjev is off label per the tandem user guide. Reportedly, the customer inadvertently performed the load sequence while connected to the site. The customer's blood glucose decreased to below 30 mg/dl. Reportedly, the customer was "incapacitated," emergency services (ems) was called and they transported the customer to the emergency room (ER). Customer was treated intravenously with fluids. Customer was released the same day with issue resolved and no permanent damage. System check with tandem technical support confirmed the pump was functioning as intended.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Per the user guide: warning - never fill your tubing while your infusion set is connected to your body. Always ensure that the infusion set is disconnected from your body before filling the tubing. Failure to disconnect your infusion set from your body before filling the tubing can result in over delivery of insulin.